Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device code(s): appropriate term/code not available (3191) was selected for the alleged vessel perforation. Device code(s): appropriate term/code not available (3191) was selected for the alleged organ perforation. Investigation: the following allegations have been investigated. Vena cava (vc)/organ perforation, pain, ache, post traumatic stress disorder (ptsd), depression, anxiety and emotional distress. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, ache, post traumatic stress disorder (ptsd), depression, anxiety and emotional distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2005 via the right internal jugular vein due to deep vein thrombosis (dvt) prophylaxis. Patient is alleging vena cava perforation and organ perforation. The patient further alleges ¿lower abdomen pain while walking and standing, and after eating as well as dull ache in lower abdomen.¿ the patient also alleges post traumatic stress disorder (ptsd), depression, anxiety, and emotional distress. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2016, ""findings: the hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is not tilted. All the struts of the ivc filter perforate the ivc up to 12mm. One (1) anterior strut perforates the ivc wall and contacts the small bowel. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified."

Manufacturer narrative:
Additional information: occupation: non healthcare professional. Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.